Event description:
A customer in the united states notified biomérieux of a misidentification of enterococcus faecalis as enterococcus gallinarum when testing a quality control (qc) sample with the vitek® ms (ref 410895, serial (B)(4)). Repeat analysis with the vitek® ms obtained the expected identification of enterococcus faecalis. As this was a qc sample, there was no patient involved. An investigation was completed in response to this complaint. Customer data was analyzed for the investigation. The customer's spot preparation was evaluated and found to be satisfactory. Non-optimal spot preparation was ruled out as a cause for the misidentification. Fine tuning data was analyzed and the investigation identified that the most recent fine tuning did not meet one of the acceptance criteria defined in the service manual. All mandatory acceptance criteria were achieved except the criteria "median of number of peaks" (91.5 instead of minimum 100). At the time of the misidentification, the system status indicated that a fine tuning was needed. The conclusion of the investigation was that a lack of system monitoring allowed the system fine tuning to be out of compliance with the service manual acceptance criteria and this led to the misidentification. Local customer service (lcs) was instructed to perform a new fine tuning and monitor the customer's fine tuning status. The customer was instructed to reanalyze the qc sample after the new fine tuning is completed.